Event description:
It was reported that the right ventricular (rv) lead dislodged into the superior vena cava. The rv lead was repositioned and remains in use. It was also reported that the right atrial (ra) lead pulled back. The ra lead was unscrewed and repositioned with slack added, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.